Event description:
It was reported that a patient was implanted with 4.5mm condylar plate on an unknown date at an unknown hospital. The patient later experienced pain after healing took place. The patient requested that the implant be removed. The implant was successfully removed on (B)(6) 2013. This report is for an unknown condylar plate. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Weight reported as (B)(6). This report is for an unknown 4.5mm condylar plate/unknown lot. Device was used for treatment, not diagnosis. Placeholder.